Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture threshold was consistently 2.5v since (B)(6) 2015. Analysis of the device memory indicated a p-wave amplitude measurement issue. P-wave amplitude was greater than 2mv through (B)(6) 2015, then generally declined to 0.25mv by (B)(6) 2015 and remained there through (B)(6) 2015. Concomitant medical products: 694765, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial lead dislodged. It was also reported that the lead exhibited high thresholds and small p waves. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.